Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the insertion device was returned no suture or ts. The actuator is at it post t2 deployment position indicating a complete deployment. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Use error may have been a contributing factor of this event.

Event description:
It was reported that fast fix 360 anchor did not deploy. A second device was given to the surgeon and it did the same thing. A competitors product was used successfully to complete the case. No further complications were encountered nor was there any patient injury.